Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found that the proximal end of the stent was damaged and bunched. This type of damage is consistent with the stent encountering resistance during withdrawal of the device from the guide catheter. The ro markerbands and the tip were examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Multiple kinks were noted along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 20x2.5mm target lesion containing a lesion bend of between >45 and <90 degree was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). After the lesion was pre-dilated with a balloon catheter, a 24 x 2.25mm taxus liberte stent was advanced to treat the lesion. However, the device was unable to cross. After the device was removed, it was noted that the stent struts were severely deformed. The procedure was completed with a different device. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 20x2.5mm target lesion containing a lesion bend of between >45 and <90 degree was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). After the lesion was pre-dilated with a balloon catheter, a 24 x 2.25mm taxus liberte stent was advanced to treat the lesion. However, the device was unable to cross. After the device was removed, it was noted that the stent struts were severely deformed. The procedure was completed with a different device. No patient complications were reported and the patient's condition was stable.